Manufacturer narrative:
Following the information gathered and the device evaluation performed by the arjo field service technician, the end stoppers were not present in the both sides of the rail nor in the place of the event. Based on this, it can be confirmed that the ceiling lift detached due to lack of end stopper that prevents the ceiling lift from falling out when the ceiling lift reach out the end of rail. The last service was performed on (B)(6) 2024 (almost one month before the event). It was confirmed that the end stopper present was checked at that time as this is one of the preventive maintenance step. The maintenance and repair manual dedicated to maxi sky 2 (001-15697) includes the step-by-step procedure for the ceiling lift installation. One of the points indicates placing the end stopper into the rail and tightening it. The service manual also warns: "make sure the end stoppers are correctly installed and tightened at all rail ends." Additionally, the instructions for use (001-15698-en) warns the user to check before every use if all end stoppers are in place to prevent a fall risk. As the end stopper was not assembled, it can be determined that the IFU was not followed before the event. Following information gathered, it is unknown why the end stoppers were not in the rail when the event occurred. The facility staff was not able to clarify it. The service performed almost one month before the event confirmed that the end stoppers were in place at that time. To sum up, arjo device failed to meet its specification since the ceiling lift detached. The device was not used for a patient transfer when the event occurred. The complaint decided to be reportable due to allegation of the ceiling lift falling from the rail.

Event description:
The event occurred when the maxi sky 2 was moved along the semi-permanent rail to remove the person from the jacuzzi. Following the information reported, the maxi sky 2 ceiling lift slid from the rail into the water. No injury was claimed.